Event description:
It was reported that this pacemaker system was exhibiting undersensing of right atrial (ra) channel and loss of capture in the right atrial (ra) lead. This pacemaker system remains in service. No adverse patient effects were reported.